Event description:
A user facility technician reported a saline solution used with a meridian hemodialysis machine to flush renalin disinfectant out of the dialyzer tested positive for residual renalin. The remaining saline solution was not used. There was no patient injury or medical intervention associated with this incident.